Event description:
It was reported that the impedances on all the leads were high, and that the patient received over 20 shocks for noise and oversensing. The patient had suffered a blow to the area of the device from a suitcase that fell against him at his work (patient is a baggage handler). A separated device header was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.